Event description:
It was reported that, "approx 6 - 8 weeks after the surgery the pt's hip dislocated which twisted and went behind her pelvis. The ER tried to manipulate the leg to put it back into place but could not. The surgeon was preparing to perform another surgery to put the leg back into place and the surgeon was able to manipulate it back into place without surgery because the sedatives had relaxed the area enough."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.